Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 456 mg/dl. Customer reported to have received a no delivery alarm. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer received another no delivery when act button was pressed. Insulin did not exit with plunger push. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised that infusion set and reservoir would be replaced.